Event description:
The initial MDR was submitted due to unresponsive on/off button. Upon investigation, the complaint was confirmed due to the pump not getting the correct voltage. The device was unable to power on. Inspection revealed that the power entry assembly was getting correct voltage, som was causing voltages to be delivered incorrectly to main pcba. No physical damage noted.

Event description:
The following has been reported: pump continuously alarming and unit could not be shut off unless removing the batteries; power on/off button was not responding when it was pressed. Re-installed batteries but now having problems with the pump turning on. Biomed confirmed no patient harm. An initial review of the device logs reveals the following: electrical hardware failure (power train). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue of a non-responsive power on/off button. Further information is needed to complete the investigation.